Event description:
Boston scientific received information that this product was part of a system pocket erosion. Reportedly, the patient with this system had been recently accidentally hit in the chest area. A decision will be made in the future regarding a revision procedure. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.